Event description:
Related manufacturer reference number: 1627487-2023-00051. It was reported that during a replacement procedure on (B)(6) 2022, it was discovered that both of the patient's leads had fractured. As a result, both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.